Event description:
Device report from australia reports an event as follows: it was reported that on (B)(6) 2023, the surgeon removed two in-situ screws, green nut, and polyaxial head constructs bilaterally from a single level during this procedure (these were in-situ from patient's previous fusion). The surgeon then placed screws bilaterally in the adjacent level, and re-used the screw head and green nut from one of these constructs on one of the new screws he had placed. No screws were re-used. The revision surgery was due to further degeneration of the patient¿s spine, and not related to products in situ. There have been no known complications post-operatively, and no known issues with prosthetics prior to removal of single level screws. This report is for a an unknown screw. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4 - 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.